Manufacturer narrative:
Product was not returned yet to manufacturer. No examination is yet performed . The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional informations requested. Investigation still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us : mb9001r instrument malfunction. According to the reporter : inserter depth stop was set at 0, surgeon advanced the implant into the disc space and when he took our first fluoro shot, the implant was ~3 mm posterior to the posterior margin of the disc space, into the canal. Surgeon distracted the space and removed the implant. A second implant was placed with a different inserter. Patient was woken up at the end and showed no negative neurological signs no surgery delay; no patient impact. Investigation still in progress.

Manufacturer narrative:
Additional information has been received on april 12th 2019 : the lot number of the implant holder body was confirmed , however no clarification received about the inserter threaded rod used during the surgery . The reporter communicated two potential lots for this instrument part , and review of the device history records and traceability shows no evidence on a device issue . Based on the product history records, the review of the case with product range manager, the recurrence of this type of event for this implant and after having performed the superposition using the available x-rays , the most likely hypothesis of the event is that the surgeon choose the wrong size of implant from the beginning . Investigation points out that the surgeon probably did not choose the right size of implant as mentioned in the surgical techniques (step7 to 8). As the instrument has not returned to the manufacturer, the hypothesis cannot be confirmed. Thus, the investigation found no evidence to indicate a device issue. If additional informations were received that add a value on this conclusion , another report will be sent .

Event description:
Mobi-c p&f us : mb9001r malfunction, implant into canal. According to the reporter that during cervical surgery : inserter depth stop was set at 0, surgeon advanced the implant into the disc space and when he took our first fluoro shot, the implant was in posterior to the posterior margin of the disc space, into the canal. Surgeon distracted the space and removed the implant. A second implant was placed with a different inserter. Patient was woken up at the end and showed no negative neurological signs no surgery delay ; according to the reporter , the patient is doing well . Additional information received on april 12th 2019 : the inserter body lot was confirmed , however , no confirmation was received about the threaded rod assembled and used with the inserter body .